Event description:
The facility reported a colleague pump with smoke coming from the pump. The device was disconnected and removed from service when the smoke occurred. It was noted that the main lead burnt through the insulation at the cable gland. The main lead was replaced and the damaged lead was quarantined for investigation. This problem was identified during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.